Event description:
The therapists observed that the couch positions were incorrect after taking a cone beam CT scan at a second treatment site. The customer reported that on the first of three fractions, the patient was localized via cbct with kv obi confirmation and was treated to her t11 lesion. Following the t11 treatment, the couch was moved manually to position the patient for treatment of the left sacral lesion. A cone beam scan was acquired in this position. Based on the 3d-3d match program, a couch shift of approximately 3.3 cm (lat), 1.3 cm (vrt), and 21.6 cm (lng) was required to register the cbct to the reference scan even though the patient was in the proper position. The anatomy visible in the cbct was correct (sacrum, pelvis) however, the recommended shift was incorrect. The shift recommended by the cbct was close to the difference between the former t11 isocenter and the current sacral isocenter. Therefore, it appeared as if the 3d-3d match application was behaving as if the couch was still in the same position as it was for the t11 treatment. There was no injury to patient. The therapists noticed the shifts prior to treatment. No other patient data was provided.

Manufacturer narrative:
The therapist applied a 2d-2d match to finalize the position of the patient. Once the patient position was acceptable in the 2d images, a final cbct scan was attempted. For this scan, the 3d-3d match software appeared to work properly and read the correct couch position, and the anatomical contours were visible. Final fine-tuning of the patient position was performed using a 3d-3d match, a final set of confirmation 2d images were acquired, and the patient was treated. Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.